Manufacturer narrative:
Related MFR # 2916596-2021-01424 manufacturer's investigation conclusion: review of the submitted log files confirmed low speed and pump stop events. Based on prior complaint experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, this behavior could be indicative of an issue with the driveline; however, a specific cause could not be conclusively determined through this evaluation as the entire driveline was not returned for evaluation. The submitted log files captured transient low speed and pump stop events on (B)(6) 2023 with associated low speed advisory/hazard and low flow hazard alarms. The associated voltage levels indicated that the events occurred when the system was powered by external batteries. (B)(6) was returned assembled with the driveline severed approximately 4.5¿ from the pump housing. The distal end of the driveline was not returned. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was returned detached from the pump's inlet port. The sealed outflow elbow was returned attached to the pump¿s outlet port with the and sealed outflow graft attached to the elbow. The sealed outflow graft bend relief was severed adjacent to the hardware and returned detached from the device. Electrical continuity testing of the returned portion of the driveline found all wires to be electrically intact. Visual and microscopic inspection of the underlying wires revealed no breaches to the insulation of the wires. The driveline was then submerged in a saline bath for high potential testing to further verify the integrity of each wire¿s insulation, and no areas of compromised wire insulation were identified. The pump was reassembled and functionally tested under normal operating conditions using a test distal driveline soldered to the 4.5¿ of driveline returned at the pump-end. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. Incidental findings: upon disassembly of the returned pump, a white, tissue-like deposition was observed lining the lumen of the outflow graft attachment. In addition, examination of the proximal side of the outlet stator revealed a non-laminated, tissue-like deposition adjacent to the outlet bearing ball. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. Section 6 also addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage, as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline.¿ the section entitled ¿alarms and troubleshooting¿ outlines system controller alarms, as well as how to respond to each alarm condition. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that during a routine follow up the patient reported alarms on his lvad controller. Log file analysis confirmed the alarms and showed periods of time where the pump was unable to maintain set speed. These events occurred on battery support since the patient has a known short to shield since 2021. The patient was readmitted to the hospital and will be evaluated for a pump exchange to an hm3.